Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain.') And genital haemorrhage ('heavy abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ultrasound of the abdomen. History: abdominal pain. Findings: the pancreas appears normal. Impression: no significant abnormality. Concurrent conditions included paranoia, depression, dysuria, nausea, vomiting, urinary tract infection, anxiety and low back pain. Concomitant products included trazodone since (B)(6) 2017 and venlafaxine hydrochloride (effexor) since (B)(6) 2017 for depression as well as bupropion hydrochloride (wellbutrin) since (B)(6) 2018 and ibuprofen since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy and removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted: date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case become serious incident. Pfs received. Reporter's information added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain.') And genital haemorrhage ('heavy abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ultrasound of the abdomen. History: abdominal pain. Findings: the pancreas appears normal. Impression: no significant abnormality. Concurrent conditions included paranoia, depression, dysuria, nausea, vomiting, urinary tract infection, anxiety and low back pain. Concomitant products included trazodone since (B)(6) 2017 and venlafaxine hydrochloride (effexor) since (B)(6) 2017 for depression as well as bupropion hydrochloride (wellbutrin) since (B)(6) 2018 and ibuprofen since 2000. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy and removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013 , (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.